Event description:
According to the facility on 01/23/24 "patient stood, leaned on right crutch, which then bent in the middle" causing the patient to fall to the ground.

Manufacturer narrative:
According to the facility on 01/23/24 "patient stood, leaned on right crutch, which then bent in the middle" causing the patient to fall to the ground. Per the facility the patient had an xray and "tibia and fibula fracture found". It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.